Event description:
It was reported that during a stent procedure, the stent delivery system (sds) ruptured at 2 atm. Upon removal of the sds, the guide wire access was lost and the stent remained partially deployed. Another stent was used and placed across the diagonal compressing the partially deployed stent against the artery wall. Reportedly, the pt underwent bypass surgery the next day.